Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed by the provided photograph. Method & results: device evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted ceramic head with blood and tissue on it. The ceramic head was fragmented into six (6) pieces. Clinician review: a review of the provided medical records was deemed insufficient by a clinical consultant indicated: provided x-ray does not confirm the reported event. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the provided photograph confirmed that the ceramic head was fragmented into six (6) pieces. No cause or contributor was reported. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product derails, operative reports, progress notes, serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to a broken ceramic femoral head. No cause or contributor was reported by the surgeon, but patient use of an elliptical was mentioned. The ceramic head and liner were revised. Rep confirmed that there was no damage to and no allegations against the liner. Rep provided pre-revision x-rays and a picture of the explanted head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a broken ceramic femoral head. No cause or contributor was reported by the surgeon, but patient use of an elliptical was mentioned. The ceramic head and liner were revised. Rep confirmed that there was no damage to and no allegations against the liner. Rep provided pre-revision x-rays and a picture of the explanted head.